Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. The reporter alleged the pump had emitted a "chirping" sound a few times on (B)(6) 2019 but was able to navigate the screen and everything else with the pump was fine. The pump was not available at the time the reporter called; troubleshooting was not able to be completed by animas customer support during the call. Animas customer support made several attempts to contact the reporter in follow up to complete troubleshooting of the device, but the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.